Manufacturer narrative:
The 510k # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (05/23/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011. A low/dead battery was observed with the returned meter, which can contribute to the alleged power issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient's father contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch ultramini was prompting a battery indicator. The complaint was classified based the customer service representative (csr) documentation, since the reporter was unable to be reached by phone for a follow-up. The patient's father reported that the battery indicator first appeared while the patient was at school, approximately 1 or 2 months prior to contacting lfs. The reporter informed the csr that the patient manages his diabetes with insulin (no adjustments); however, it is not known what action, if any, the patient took regarding his usual diabetes management regimen as a result of the alleged issue. On an unspecified date/time, after the issue began, the patient's father claimed that the patient felt "hypo". In response to the symptoms, it was reported that the patient was given apple juice by a non-hcp and the reporter confirmed that the patient felt better afterwards. At the time of troubleshooting, the csr noted that the subject meter's batter did not need to be replaced per the owner's booklet recommendation. The patient's father denied any damage or trauma to the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient's father claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of "hypoglycemia" after the alleged meter issue began.